Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that more than 24 hours but less than 7 day following a pulsed field ablation procedure, it was reported via a survey that the patient had pericarditis requiring treatment. The survey data collected related the event to the procedure. The patient spent one day in the intensive care unit (ICU) and two additional days in the ward. The exact treatment provided for the pericarditis is unknown. The study site did not report this as a serious adverse event (sae). No further information is available.